Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. A tear in the aorta was discovered between the renal arteries while ballooning the devices, so the pt was converted to open repair using a dacron graft. The pt lost approx 400 cc of blood. All gore devices were explanted and discarded at the hospital. The pt is in good condition.